Event description:
The biomed stated that the unit was left powered on. The screen states "help speaker failure/once this monitor is powered off". It cannot be powered on again. The caller could not confirm audio from the backup speaker but did state "the unit makes 3 beeps every hour or so. There was no report of pt harm.

Manufacturer narrative:
The unit is in transit to covidien.